Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) felt a lump at the base of his penis and consulted his physician. The physician initially recommended monitoring the lump, which was identified as the right cylinder, to assess for any change in size. The patient reported no associated pain at that time. During a subsequent visit, the physician noted that the lump had increased in size and elected to proceed with further evaluation in the operating room. Upon inspection, a hole in the cylinder was identified. As a result, the cylinders and pump were explanted. No patient complications were reported.